Event description:
It was reported to boston scientific corporation on november 24, 2011 that a cre balloon dilatation catheter was used during a balloon dilatation in the esophagus performed on (B)(6) 2011. According to the complaint, during the procedure, the dilation was completed without any issue; however resistance was encountered removing the device from the scope. There was no damage to the balloon noted at the completion of the procedure. During a subsequent procedure biopsy forceps were advanced through the same scope it was noticed that the exit marker of the balloon used in the procedure on (B)(6) 2011 appeared at the tip of the scope. The scope was removed from the patient along with the forceps and exit marker. The exit marker did not fall into the patient and the subsequent procedure was completed with another scope. It was confirmed the scope had been cleaned between procedures. There were no patient complications during either procedure as a result of the event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Patient age, gender, and weight are unknown. However, it was reported the patient is over 18 years. The complainant was unable to provide the lot number. Therefore, the manufacture and expiration dates are unknown. However, the complainant reported that the device was not expired. Reported event of exit marker detached. According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6), 2011 that a cre balloon dilatation catheter was used during a balloon dilatation in the esophagus performed on (B)(6), 2011. According to the complaint, during the procedure, the dilation was completed without any issue; however resistance was encountered removing the device from the scope. There was no damage to the balloon noted at the completion of the procedure. During a subsequent procedure biopsy forceps were advanced through the same scope it was noticed that the exit marker of the balloon used in the procedure on (B)(6), 2011 appeared at the tip of the scope. The scope was removed from the patient along with the forceps and exit marker. The exit marker did not fall into the patient and the subsequent procedure was completed with another scope. It was confirmed the scope had been cleaned between procedures. There were no patient complications during either procedure as a result of the event. The patient's condition at the conclusion of the procedure was reported to be fine.